Event description:
It was reported that during a procedure, the physician inserted the right ventricular (rv) lead into the device header, and the lead had loss of capture (loc) at the maximum output. The physician removed the rv lead and retested through pacing system analyzer (psa). The rv lead was then repositioned and retested again. The rv lead still presented loc. The physician removed the rv lead and completed the procedure using an alternate rv lead. This rv lead has not been returned to boston scientific and no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a procedure, the physician inserted the right ventricular (rv) lead into the device header, and the lead had loss of capture (loc) at the maximum output. The physician removed the rv lead and retested through pacing system analyzer (psa). The rv lead was then repositioned and retested again. The rv lead still presented loc. The physician removed the rv lead and completed the procedure using an alternate rv lead. This rv lead has not been returned to boston scientific and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.